Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that this right atrial (ra) lead dislodged a few days after implant. According to the information provided, the health care professional's technique may have been the cause of the dislodgement. The patient underwent an additional surgical intervention to explant and replace the lead with a new one of a different model. Subsequently, the new lead was tested and electrical measurements within normal limits were identified. No additional adverse patient effects were reported. The product is not expected to return.